Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Error in f_med_history:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1 ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 3289. Error in f_med_history:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1 ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 3289. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage ("gen abnorm bleed"), fibromyalgia ("fibromyalgia"), fatigue ("fatigue"), alopecia ("hair loss"), dysmenorrhoea ("cramps"), arthralgia ("arthralgia") and myalgia ("myalgia"). The patient was treated with surgery (to remove the essure implant, laparoscopic-assisted vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, fibromyalgia, fatigue, alopecia, dysmenorrhoea, arthralgia and myalgia outcome was unknown. The reporter considered alopecia, arthralgia, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, myalgia and pelvic pain to be related to essure (ess205). The reporter commented: findings: right: 2 coils visible, left: 1 coil visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: bilateral tubal occlusion post micro insert placement. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received. Reporter's information was added. Date of birth was added. Added event abdominal pain, menorrhagia (heavy menstrual bleeding), gen abnorm bleed, fibromyalgia, fatigue, hair loss, cramps, arthralgia, myalgia. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)') in a 38-year-old female patient who had essure (ess205) (batch no. 620750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pain in joint, uterine bleeding, biopsy endometrium, myalgia, menorrhagia, hypothyroidism, hypertension, glomerulosclerosis, fibromyalgia, diverticulosis, abdominal distress, hematochezia diarrhea, bacterial vaginosis, endometrial ablation. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 6 months 25 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("cramps"). On an unknown date, the patient experienced genital haemorrhage ("gen abnorm bleed"), fibromyalgia ("fibromyalgia"), arthralgia ("arthralgia") and myalgia ("myalgia"). The patient was treated with surgery (ablation on (B)(6) 2009 and to remove the essure implant, laparoscopic-assisted vaginal hysterectomy/hysterectomy(full)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, fibromyalgia, fatigue, alopecia, dysmenorrhoea, arthralgia, myalgia and vaginal haemorrhage outcome was unknown. The reporter considered alopecia, arthralgia, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, myalgia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: findings: right: 2 coils visible, left: 1 coil visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: bilateral tubal occlusion post micro insert placement.. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Lot number, event onset date added. Event: abnormal bleeding (vaginal) added. Ablation surgery added for event menorrhagia. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (ess205) inserted for female sterilisation. The patient's concurrent conditions included pain in joint, uterine bleeding, biopsy endometrium, myalgia, menorrhagia, hypothyroidism, hypertension, glomerulosclerosis and fibromyalgia. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant, laparoscopic-assisted vaginal hysterectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Diagnostic results: (B)(6) 2009, pathology report, clinical history: menorrhagia. Preoperative and postoperative diagnoses: menorrhagia. Operative findings: normal endometrial cavity. Diagnosis: endometrium curettings: early secretory phase endometrium. Negative for hyperplasia or malignancy. (B)(6) 2009 preoperative and postoperative diagnoses: recurrence of abnormal uterine bleeding. Procedure performed: diagnostic hysteroscopy. Thermachoice endometrial ablation. Findings: normal vagina and cervix, uterine cavity without lesion and tubal ostia bilaterally. (B)(6) 2009, report: exam 3 views of the right and left hands. History: patient with bilateral hand pain. Findings: there was normal bony al alignment. Bone mineralization was normal. Joint spaces are normal. There was no fracture. Impression: unremarkable right and left hand. Report: exam 2 views of the right and left knee. History: patient with bilateral knee pain. Findings: there was normal bony al alignment. Bone mineralization was normal. Joint spaces are normal. There was no fracture. Impression: unremarkable right and left knee. Report: exam 3 views of the right and left knee. History: patient with bilateral foot pain. Findings: right foot: there was normal bony al alignment. Bone mineralization is normal. Joint spaces are normal. There was no fracture. There is minimal enthesopathy on the calcaneus. Left foot: there is normal bony al alignment. Bone mineralization is normal. Joint spaces are normal. There was no fracture or dislocation. There is minimal enthesopathy on the calcaneus. Impression: minimal spurring and enthesopathy on the left calcaneus. Minimal enthesopathy on the right calcaneus. On (B)(6)2010, removal details, preoperative diagnoses: abnormal uterine bleeding. Failed endometrial ablation. Postoperative diagnoses: abnormal uterine bleeding. Failed endometrial ablation. Pelvic adhesive disease. Procedure: laparoscopic-assisted vaginal hysterectomy. Findings: on examination under anesthesia, the patient had a mobile midline uterus that was palpably about 10 weeks in size. Palpable adhesions from the right anterior uterine body to the anterior abdominal wall during the vaginal portion of the hysterectomy. Upon conversion to laparotomy, these adhesions were confirmed. In addition, there were adhesions from the omentum to the anterior abdominal wall as well as from the omentum to the fundus and posterior uterine body on the left. The patient's uterus was in fact was small. However, these adhesions had tethered her uterus anteriorly and superiorly, giving the impression that it was larger on pelvic exam. Normal right tube and ovary with some adhesions from the right ovary to the posterior lower uterine segment. Normal left tube and ovary. (B)(6) 2010, surgical pathology report, preoperative and postoperative diagnoses: abnormal uterine bleeding. Failed endometrial ablation. Final pathologic diagnosis: uterus and fallopian tubes, hysterectomy and partial salpingectomy: cervix: no pathologic abnormality. Endometrium: late secretory pattern endometrium with chronic endometritis (history of endometrial ablation). Myometrium: adenomyosis. Right fallopian tube (partial): no histologic abnormality. Left fallopian tube (partial): intraluminal foreign material with chronic inflammation and foreign body giant cell reaction. Gross description: the specimen is received in a single formalin filled container additionally labeled "uterus and cervix" and consists of a previously bivalved uterus with attached cervix with a combined weight of 124 grams. The uterus is 5 cm in length by 5.5 x 5.5 cm. The serosa is pink-tan, smooth with focal adhesions. The endometrial cavity is 2.5 x 2 cm with a pink-tan, smooth endometrium. The average endometrial thickness is 0.2 cm. The myometrium is pink-tan, trabeculated with an average thickness of 2.5 cm. There is no evidence of leiomyomata or adenomyosis. The attached cervix is 3.5 cm in length by 3.2 x 2 cm. The ectocervix is pink-tan, roughened with a 1 cm slit like os. The endocervix is pink-tan, folded. The uterus is received with a portion of attached bilateral fallopian tubes. The left tube is 2.5 cm in length by 0.5 cm in diameter. The serosa is purple-tan, smooth. Sectioning reveals a wire like coil inserted in the lumen. The right tube is 2.2 cm in length by 0.5 cm in diameter. The surface is purple-tan, smooth. Sectioning reveals a wire like coil inserted in the lumen. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure indication female sterilization was added. Essure insertion date updated from jun-2008 to 2006, company drug code updated and removal date updated from jul-2010 to 08-jun-2010. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding(menorrhagia)') in a 38-year-old female patient who had essure (ess205) (batch no. 620750) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Error in f_med_history:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1. Ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 3289. Error in f_med_history:-6502-ora-06502: pl/sql: numeric or value error: character string buffer too small. Detail: line 1. Ora-06512: at "bbs_owner.pkg_custom_auto_narrative", line 3289. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 6 months 25 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2008, the patient experienced dysmenorrhoea ("cramps"). On an unknown date, the patient experienced genital haemorrhage ("gen abnorm bleed"), fibromyalgia ("fibromyalgia"), arthralgia ("arthralgia") and myalgia ("myalgia"). The patient was treated with surgery (ablation on (B)(6) 2009 and to remove the essure implant, laparoscopic-assisted vaginal hysterectomy/hysterectomy(full)). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, fibromyalgia, fatigue, alopecia, dysmenorrhoea, arthralgia, myalgia and vaginal haemorrhage outcome was unknown. The reporter considered alopecia, arthralgia, dysmenorrhoea, fatigue, fibromyalgia, genital haemorrhage, menorrhagia, myalgia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: findings: right: 2 coils visible, left: 1 coil visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: bilateral tubal occlusion post micro insert placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.